Event description:
It was reported that the lead was replaced due to an impedance decrease, which was noted at routine pacemaker changeout. No patient complications have been reported as a result of this event.